Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000 mcg/ml at 900mcg/day but was decreased to minimum rate. The indications for use were reported as intractable spasticity and cerebral palsy. The patient¿s medical history included multiple sclerosis. It was reported that the patient was admitted to the ICU (intensive care unit) after the patient¿s mother found the patient unresponsive. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting were reported as the patient was intubated and given narcan. The patient¿s status improved and the patient was extubated after 48 hours. The patient¿s stats then dropped and the patient required intubation. The interventions and actions taken were the intensivist in the ICU (intensive care unit) requested the pump be decreased to minimum rate to rule out baclofen overdose. The baclofen pump was decreased from 900 mcg/day to minimum rate on (B)(6) 2017 by the intensivist. The patient continued to be intubated and was experiencing severe fecal impacting. The pump remained at minimum rate as of (B)(6) 2017. No surgical intervention occurred or was planned. It was unknown if the issue was resolved at the time of the report and the patient¿s status was noted unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider on 2017-mar-07. It was reported that the patient's pump was reduced to minimum rate as an intervention to avoid interfering with care. A butrans patch was prescribed to the patient by another physician, which caused respiratory depression. It was reported that the patient died due to complications from bowel obstruction and surgery following her ICU admission. Additional information received from a healthcare provider on 2017-mar-20 confirmed that the death was not related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported as of (B)(6) 2017 the patient was still intubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via medical records which noted that the patient was admitted on (B)(6) 2017 with the reason for hospitalization being butran overdose/medication reaction. The patient¿s past medical history included cerebral palsy on disability and wheelchair bound, asthma, scoliosis, gastroesophageal reflux disease, history of depression with suicide attempt and gesture in the past who had multiple surgeries including back, hip, hamstring, achilles tendon, pain bulb insertion in abdomen, hernia repair, and a history of spinal injections for pain control. The patient presented to the ER (emergency room) after her mother stated she had been prescribed a butrans patch 4 days prior. According to the ER note it was taken off 3 days ago because the patient was complaining of dizziness. Her mother called ems (emergency medical services) on (B)(6) 2017 because the patient¿s respirations/rate were decreased and she had decreased responsiveness. Also on her medication list were multiple opiates and pain medications including norco and percocet. She was also currently on clindamycin x7 days and had a recent buttock wound swab back the beginning of january that showed light staph. Initial vital signs were remarkable for heart rate of 119, respiratory rate of 4, pulse ox of 60%. She was initially started on non-rebreather and had abg (arterial blood gas) showing ¿ph of 7.21, pc 201 102, pao2 of 338¿. She was then intubated due to poor respiratory rate. She was given narcan in the ER without much improvement, but was also started on a narcan drip. The patient was obtunded. In the unit, she was awake and able to nod her head to questions appropriately at time. She remained on the narcan drip. Precedex had been ordered but had not yet been initiated as she was calm. Her labs were unremarkable from admission and repeats were pending. She had some slight abdominal distention on exam which was noted to be possibly secondary to opiates. An ng (nasogastric) had been placed will change to low intermittent wall suction and obtain ¿kub¿. The patient continued on mechanical ventilatory support; attempts at CPAP trial were unsuccessful as the patient became hypercapnic. ¿kub¿ showed colonic distention with fecal impaction and concerns for an ileus. On (B)(6) 2017 the patient was extubated, but her level of consciousness deteriorated and she had to intubated again. On (B)(6) 2017 the baclofen pump was reduced to minimum rate around 3 am and since then she had been much more alert and able to follow commands and was requesting to be extubated. The assessment noted ¿patient with respiratory failure etiology possible oversedation from opioids and interaction of intrathecal baclofen. After the intrathecal baclofen pump was reduced to minimum rate she improved. It was agreed to keep the low dose settings and treat any signs of significant spasticity, tachycardia, or seizures with baclofen (10 mg po q6hrs). They would reinterrogate the pump tomorrow and probably reduce to 50% of her previous dose of 900 mcg/day. On (B)(6) 2017 a CT of the abdomen and pelvis was obtained which revealed severe constipation with colonic distention and acute colitis, mild gastric distention as well as small bowel distention was appreciated on CT scan. Gi was consulted and she underwent a flexible sigmoidoscopy on (B)(6) 2017 with only air removed and no significant improvement in her abdominal distention and a rectal tube was advanced. General surgery was consulted. She was placed on a trial of neostigmine and removed rectal tube. There were concerns for abdominal compartment syndrome which was confirmed by bladder pressure of 31 on (B)(6) 2017. She developed an acute kidney injury and became oligaric and developing a worsening acidosis. She was also noted to have a bandemia with a noted urinary tract infection and was place on rosphin as cultures grew e. Coli that was pan-sensitive. On (B)(6) 2017 general surgery was called and she was found to have worsening abdominal compartment syndrome with bladder pressure reaching as high as 41. The patient was emergently taken back to the or (operating room) for exploratory laparotomy which revealed findings of torsion of transverse colon with gangrene/ischemia and perforation with a large amount of fecal contamination of the peritoneum. She underwent a transverse colectomy with washout and a whitman patch closure as well as a ileostomy. Postoperatively, she was brought back to the ICU (intensive care unit). She was hypotensive requiring norepinephrine due to septic shock. Initial postoperative period was complicated by ventricular fibrillated arrest. Patient underwent acls protocol, was defibrillated at 200 j and was converted to a sinus tachycardia. She was then placed on amiodarone infusion. Her chemistries showed highly abnormal electrolyte values which were all replaced per protocol, increase lactic acidosis as high as 8.3. Her chest x-ray was concerning for a right lower lobe consolidation and bilateral pleural effusions, she developed a thrombocytopenia, pancytopenia with bandemia. Her antibiotics were augmented to vancomycin, meropenem, and micafugin. She remained on mechanical ventilation, developed ards, her peep was increased to 8 then to 10 and increased fio2 requirements to 100%. On (B)(6) 2017 she was noted to have significant changes in her mental status and was found to be minimally responsive. While undergoing a CT of the head, she developed asystole and CPR was performed per acls protocol was given 2 rounds of epinephrine and sodium bicarbonate with return of spontaneous circulation. She was noted to have a significantly worse thrombocytopenia which is decreased to 7. She was transfused 1 unit of a pheresis platelets. There were concerns for intracranial bleed, but CT scan did not show any evidence of bleeding or acute abnormalities. Upon arriving to the ICU she developed an atrial fibrillation rate with rvr became significantly hypotensive. She underwent synchronized cardioversion 100 j and was placed on a cardizem infusion. On (B)(6) 2017 she developed status epilepticus requiring a lorazepam infusion on top of pre-existing sedatives including propofol. She was given 1g keppra loaded was placed on 1g keppra twice daily per neurology. She underwent an electroencephalogram which is found to be abnormal showing continued showing continued theta slowing and generalized background slowing suggesting encephalopathy in a postictal state. She remained in atrial fibrillation with rvr requiring increasing titration for cardizem infusion to 15 mg/hour. An ammonia level was obtained on (B)(6) 2017 and was found to be greater than 700 due to unclear etiology. Nephrology was consulted for possible hemodialysis but felt intermittent dialysis would not be ideal treatment and patient was found to be too unstable for hemodialysis at this time. Also on (B)(6)2017 patient was noted to have a right pneumothorax and a chest tube was placed by interventional radiology with complete resolution of her pneumothorax. Hematology oncology was consulted for her worsening thrombocytopenia and pancytopenia. She continued to require multiple units of platelet transfusion as well as prbcs. Her sedation was weaned off on (B)(6) 2017 and after 24 hours off sedation she was found to be without meaningful response to verbal or noxious stimuli and was found to have absent brainstem reflexes including cold caloric exam. Her ammonia levels continued to remain significantly elevated with no identifiable etiology without associated renal or liver failure. On (B)(6) 2017 palliative care was consulted and met with the family and decision was made to initiate a do not resuscitate. On (B)(6) 2017 the patient¿s status continued to deteriorate. Systolic pressure continued to decline despite vasopressor and IV fluid suppose. At 1515 on (B)(6) 2017 the patient was pronounced dead from severe septic shock and irreversible multisystem organ failure.